Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised due to pain. It was reported the patient fell, landing on the left hip. Unable to confirm if patient had pain prior to falling. Update rec'd 6/18/15 - litigation papers received. There is no new additional information that would affect the investigation. Update (2/14/2017) pfs and medical records received. After review of the pfs and medical records for MDR reportability, alleges in early 2013 pain in hip and groin, and popping noises from the device, and elevated metal ions. Continues to experience pain and weakness with fear of falling since dislocation a few months after revision surgery. Revised for painful left total hip, metal-on-metal, with post-traumatic trochanteric bursitis (from a fall). Revising surgeon indicated a large trochanteric bursitis with bursal fluid communicating with the hip joint. Surgeon found no evidence of metallosis in the soft tissues. Implants were well fixed. There was disruption of the short external rotators and posterior capsule, and suggested may have happened "when patient fell on her hip". Also indicated to evidence of metal wear. Available metal ion lab results are both significant > 7.0 ppb; therefore elevated metal ions harm will be added, as well as the stem, to the complaint. Corrected manufacturing dates. Noted that patient alleged a dislocation following her revision surgery, but there was no reported date nor is there any medical documentation to support the allegation at the current time. If additional information is forthcoming regarding a dislocation, then it will be addressed at that time. The complaint was updated on: 3/7/2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised due to pain. It was reported the patient fell, landing on the left hip. Unable to confirm if patient had pain prior to falling. Update rec'd 6/18/15 - litigation papers received. There is no new additional information that would affect the investigation. Update (2/14/2017) pfs and medical records received. After review of the pfs and medical records for MDR reportability, alleges in early 2013 pain in hip and groin, and popping noises from the device, and elevated metal ions. Continues to experience pain and weakness with fear of falling since dislocation a few months after revision surgery. Revised for painful left total hip, metal-on-metal, with post-traumatic trochanteric bursitis (from a fall). Revising surgeon indicated a large trochanteric bursitis with bursal fluid communicating with the hip joint. Surgeon found no evidence of metallosis in the soft tissues. Implants were well fixed. There was disruption of the short external rotators and posterior capsule, and suggested may have happened "when patient fell on her hip". Also indicated to evidence of metal wear. Available metal ion lab results are both significant > 7.0 ppb; therefore elevated metal ions harm will be added, as well as the stem, to the complaint. Corrected manufacturing dates. Noted that patient alleged a dislocation following her revision surgery, but there was no reported date nor is there any medical documentation to support the allegation at the current time. If additional information is forthcoming regarding a dislocation, then it will be addressed at that time. The complaint was updated on: 3/7/2017.